Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an unresponsive touchscreen. There was no impact to customer's blood glucose. Reportedly, the customer could not unlock the pump. During troubleshooting with tandem technical support the pump did not function as intended. It was indicated that the customer would administer manual injections as alternate insulin therapy.